Event description:
Customer call lfs in 7/2002 alleging that meter would not power on. Customer was unable to obtain any blood glucose results on the meter for an unknown period of time. Customer reported feeling dizzy and passing out (date and time unk). Customer did not report of any medical treatment or hospitalization due to passing out. Customer also reported visiting physician at some point in time because customer was unable to test blood glucose. Customer did not report any treatment at physician's office. The meter did not power on, even after the customer care representative had customer check that the batteries were good and they were correctly installed (positive + side up). Customer care representative replaced the meter. The meter did not malfunction, however, it is unclear if the customer passed out due to the meter's issue company spokesperson was unable to reach customer successfully to obtain further information. A letter has been mailed.